Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0452, lot # fm066238, description: mitch trh md hd sz52-4, manufacturer: depuy; cat # mac-9988-5258, lot # fm106744, description: std mitch trh cp sz 52/58, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
On (B)(6) 2011 patient underwent surgery to replace right hip with a stryker accolade hip and mitch acetabular components. While recovery was satisfactory for the initial 6 months after surgery, residual pain and weakness persisted for 23 months after surgery, at which time the decision was made to undertake revision surgery. The stryker accolade hip and mitch acetabular components were replaced and sent for examination at the laboratory of the royal perth hospital.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: bony on-growth was noted on the stem. Corrosion was noted on the trunnion. A functional and dimensional inspection was not performed as the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant could not determine a root cause nor confirm the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
On (B)(6) 2011 patient underwent surgery to replace right hip with a stryker accolade hip and mitch acetabular components. While recovery was satisfactory for the initial 6 months after surgery, residual pain and weakness persisted for 23 months after surgery, at which time the decision was made to undertake revision surgery. The stryker accolade hip and mitch acetabular components were replaced and sent for examination at the laboratory of the royal perth hospital.